Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a shutter error at the start of treatment. Technical services advised the customer to get out of treatment and restart the system. The error was able to be cleared and treatment was continued with a manual calculation. No patient harm reported.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During technical onsite visit the field service engineer (fse) was unable to duplicate the error, the log files were reviewed and found only a warning message displayed. The fse verified system, completed service installation records. The system meets specifications. The warning message could be displayed if the laser pedal was not pressed enough. The root cause is user handling. The manufacturer internal reference number is: (B)(4).